Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient suffered from pocket hematoma. The patient was hospitalized. Heart and lung x-ray were done. The patient also had blood and coagulum evacuation. Pocket revision was performed under local anesthesia. Device remains implanted.